Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received, ¿the instrument were reported broken¿. The device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirm, the reported allegation. The pin was found stuck through the right divergent pin hole. The observed, condition of the device consistent with the pin being drilled into the right divergent pin hole in an misaligned position. The overall complaint was confirmed. As the observed, condition of the unk fixation pin would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed, as no lot number was retrieved for this device.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument were reported broken.